Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147577.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) was fractured. The patient was asymptomatic. Further information was not provided.